Manufacturer narrative:
Manufacturer's investigation conclusion: a direct cause for the patient¿s reported sepsis could not be conclusively determined through this evaluation. Additionally, a direct correlation between the device and the reported intracerebral bleed and patient outcome could not be conclusively determined through this evaluation. (B)(4) was not explanted for evaluation. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) (rev. G) is currently available. This IFU lists bleeding, stroke, sepsis, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." Heartmate 3 lvas patient handbook (rev. G) is also currently available. This handbook contains information about caring for the driveline and preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away on (B)(6) 2022 due to sepsis and an intracerebral bleed. The patient's sepsis was not thought to be device related, but the source of the sepsis was unknown.